Event description:
A ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board and sensor board were replaced to address the issue.